Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by the defect of the cable. There is possibility that the reported event was caused by user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Evaluation of the subject device confirmed the followings; (B)(4) could reproduce the reported phenomenon which was that the endoscopic image disappeared. A cable was twisted. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image disappeared and the visual field was suddenly lost. There was no report of patient injury associated with this event.